Manufacturer narrative:
(B)(4). Patient age: over 18 years old. Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end kinked, as part of overall visual revision. The returned device matches with upn provided by the customer. The device has a kink at 14mm from the tip while in the neutral position (between ring 1 and 2). In addition the rings #1 and #2 has broken adhesive and fluids under them. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The handle was opened, and a gap was found in the terminal of the steering wire. The guide coil was inspected finding no issues on it. The distal section was dissected and one of the steering wires was found detached from the center support. The steering wire detached do not show evidence of solder residues on it. The center support was found kinked at 14mm from the tip. X-ray images attached also confirmed the steering wire detachment and the center support kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable upon analysis completed on 27 aug 2015. It was reported that the tip would not deflect. After a long amount of manipulation with an intellatip mifi xp temperature ablation catheter, the catheter tip would no longer deflect properly. The device was successfully removed and another of the same device was used to complete the case. No complications were reported and the patient's status was fine. Device analysis found broken adhesive.